Manufacturer narrative:
E1: patient city : (B)(6).

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024 , it was reported that the patient faced infusion set block alarms. Patient's blood glucose at the time of issue was high which was treated via bolus. No further information available.